Event description:
It was reported that a revision surgery was performed due to pain, loose of tibial component and tibial subsidence.

Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicated that the x-ray provided shows changes that could be attributed to a loosening of a tibial component but the revision findings and patient symptoms were included to support the report. Without the explant, or the requested clinical information the root cause of the pain, loosening of tibial component and tibial subsidence cannot be concluded. The future impact to the patient beyond the revision cannot be concluded. No further clinical/medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicated that the x-ray provided shows changes that could be attributed to a loosening of a tibial component but the revision findings and patient symptoms were included to support the report. Without the explant, or the requested clinical information the root cause of the pain, loosening of tibial component and tibial subsidence cannot be concluded. The future impact to the patient beyond the revision cannot be concluded. No further clinical/medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.